Event description:
It was reported that when they lay on their right side the battery shifts so they have to lay on their left side all the time until their left side goes numb.

Event description:
It was reported the patient had not turned their stimulator on in two years. It was noted the patient had stinging in their back and they were swollen around the battery pack. The patient was in an abusive relationship and use to get hit in the back where their battery pack was. The patient cannot lay on their right side. It was noted the patient¿s pain had gotten worse because they could not turn on their stimulation. The patient was afraid to turn on their stimulation because they had been hit in the back. If the patient moves a ¿certain¿ way they feel pain in their upper back. If they lay a certain way they feel the ¿pack¿ move. The patient had not had the stimulator checked to see if anything had moved. It was noted by the patient that they had attempted suicide five times due to the pain. Additional information was requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2011. Product type: lead: product ID 3550-39, lot# n280693, implanted: (B)(6) 2011. Product type: accessory: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2011. Product type: lead: product ID 3708220, serial# (B)(4), implanted: (B)(6) 2010. Product type: extension. (B)(4).

Manufacturer narrative:
(B)(4).